Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID malfunctioned and prompted the user to obtain a witness in order to sign in. The customer reported that this issue delayed medication administration, the customer rebooted the pyxis; however, the bio ID function was still not operating properly at the time of the report. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier was failed. A technical support specialist discussed the matter with the team, and it was determined that this issue was affecting devices running version 1.11. When the issue occurs, a device reboot was required to temporarily resolve it. The development team was actively working on a permanent fix and would provide an update once a solution is available. At that time, the issue was resolved by rebooting the device. The system functioned as intended after the technical support specialist investigated the issue.